Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuosity, heavily calcified, 90% stenosis in the distal superficial femoral artery (sfa). Reportedly, during pre-dilatation a 4.0 x 10 mm non-abbott balloon failed to cross the lesion; an armada 1.5 x 40 mm successfully crossed. A second non-abbott balloon catheter was attempted; however, it did not cross the lesion. A 3.0 x 40 mm non-abbott balloon was able to cross, but ruptured during inflation. An armada 4.0 x 40 mm was used; however, it ruptured during first inflation at 10 atmospheres. The armada 4.0 x 40 mm was changed to a non-abbott balloon which was used to apply additional expansion successfully. There was no resistance felt during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.